Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. It was observed that a pin had broken from the connector of the hard paddles assembly and a pin was stuck in the therapy connector of the device. After replacing the therapy connector assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The customer was advised to replace the hard paddles. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device could not provide therapy. A pin had broken from the connector of the hard paddles and the shock button of the hard paddles was not operative. There was no patient use associated with the reported event.